Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed no significant anomaly found; anomaly did not affect infusion.

Event description:
It was reported that the patient experienced increased spasticity despite dose increases. During a catheter dye study, the physician observed ¿pooling¿ of dye near the catheter tip. The spinal catheter segment was replaced. The catheter replacement reportedly resolved the issue. The patient¿s status at the time of the report was alive and no injury. The pump was used to deliver baclofen (lioresal).